Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0527242v, implanted: 2005 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3389-40, lot# j0527242v, implanted: 2005 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was originally reported on (B)(6) 2014 that the patient¿s knees had been ¿collapsing on him for about a week,¿ but the main issue was that he had trouble getting back up. The patient had trouble walking, but the reporter noted, he always had trouble with balance. The reporter wanted to check the patient¿s implants to make sure they were working. Both sides showed ¿on and okay.¿ about a month later, it was reported that the cause of the event was cognitive issues and disease progression. An infection workup was negative. The patient had hallucinations and was delusional. The patient was wandering in his home and had a few falls due to knees buckling. This was not a new issue and the patient was started on quetiapine. No hospitalization was required and the patient outcome was marked as no injury.